Event description:
Healthcare professional reported grade IV capsular contracture, breast tissue is hypoechoic and hypersensitive, due to a mild inflammatory process...compacted with internal folds...pericapsular fluid with the appearance of transudate" against left side device. Device remains implanted.

Manufacturer narrative:
Additional information: phone number (e1):(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV capsular contracture, breast tissue is hypoechoic and hypersensitive, due to a mild inflammatory process compacted with internal folds...pericapsular fluid with the appearance of transudate

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted and replaced.